Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the sales representative to further discuss the issue. The rep mentioned that the cv-190 was on the boom and the power cable ran through the boom. The issue occurred when the camera was plugged in and two different camera heads were testing. Tac suggested using a different power cord from the cv-190 into an outlet to by bypass the boom. A follow up was made and the rep confirmed that the issue was resolved. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported that the customer was experiencing image of the camera head flickering. In addition, the evis exera iii video system center was clicking. The event occurred during an unknown therapeutic procedure. The procedure was completed using the same set of equipment. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon could not be identified because the phenomenon could not be investigated since the device was not returned to the repair site and the condition of the device could not be checked. According to manufacturing history, it was confirmed that no irregularities and modifications in manufacturing. Olympus will continue to monitor complaints for this device.